Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that one of the orion splines broke. Prior to an electrophysiology case, an orion catheter was examined before use. There was no reason found not to insert and advance the device. A map was created with the orion catheter and the catheter was removed. Pacing procedures were then performed to the physician's satisfaction. The physician went to re-insert the orion catheter back into the patient, but noticed "something she felt uncomfortable with." It looked as if one of the orion splines was disconnected from the distal end, but still connected at the proximal end. The catheter was not re-inserted, nor used any further. The procedure was completed and there were no patient complications. The patient's condition was stable.